Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured ~4cm from terminal pin end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The lead exhibited high pacing thresholds and undersensing. The lead was found dislodged. It was attempted to be repositioned, but the lead helix exhibited retraction issues. The lead was explanted. The lead was received for analysis and it was identified that was fractured. No additional adverse patient effects were reported.